Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. Bench repair is currently pending.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure had occurred. The unit was sent to bench repair. At bench repair, the bench service engineer (bse) replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The bse replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.